Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an unknown procedure, a roadrunner extra-support bare mandril wire guide "sheared off" when used with another manufacturer's atherectomy device. Investigation ¿ evaluation. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings. ¿observe all wire guide movement in vessels under fluoroscopy. Do not torque wire guide without evidence of corresponding movement of distal tip. Further torqueing against resistance may cause vessel trauma or wire guide damage, which may lead to device fracture.¿ ¿wire guide should be advanced only when visualizing wire guide under fluoroscopy. If resistance is noted tactilely or visually under fluoroscopy, determine the cause and take action necessary to relieve resistance. Advancement and withdrawal of the wire guide should be performed slowly and carefully.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation conclusion drawn is the cause can be traced to the procedure as the customer reported that the atherectomy device used sheared the wire. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. Occupation: inventory specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, a roadrunner extra-support bare mandril wire guide "sheared off" when used with another manufacturer's atherectomy device. Additional information has been requested, but is unavailable at this time.